Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow is sticking and giving intermittent response. All other buttons working normally. The keypad is reportedly intact. The patient wears the pump in a pocket. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: button contact contamination without visible physical keypad damage. Keypad is fully intact, with no peeling or damage observed. Keypad was removed to investigate and evidence of keypad contamination was located under contrast, up, down, and ok contact buttons. Ok key responds to button press. Contrast, up, and down keys have intermittent responses on button press and have normal spring back or click.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.